Event description:
The patient reportedly experienced tinnitus when external equipment is used and when it is not used. In 2005, the pt wa sseen by the implant surgeon who prescribed prednisone in attempt to alleviate the tinnitus. The next month, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The pt continued to be monitored by the center. Two months later, the pt was seen by a company representative for device evaluation. The surgeon decided to schedule surgery to explant the pt's device due to atypical tinnitus.